Manufacturer narrative:
Updated fields: d10, g4, g7, h2, h3, h4, h6, h10. UDI - (B)(4). The monitor was returned to an integra service and repair center for analysis and repair. DHR- unit 1088 was found to meet all criteria for release. Failure analysis- the following issues were discovered and the complaint was confirmed. The unit failed external monitor pressure check upon receipt. The analog control board was replaced and testing was performed and the monitor was found to meet all specifications, thereby confirming the complaint. Per the complaint background, the monitor was giving inaccurate readings. The complaint was confirmed using product testing and the service and repair report indicated that the root cause was confirmed to be the analog control board. The board was not passing external pressure check when tested. Replacement of the board followed by retesting confirmed this issue . Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4) office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the icp express monitor readings are too high. No patient involvement.